Manufacturer narrative:
The customer has not had any further issues. Maintenance was up to date. No pre-analytical handling issues were identified. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The vitamin b12 ii reagent lot number was 665073. The expiration date was not provided. The ft4 iii reagent lot number was 700216. The expiration date was not provided. The testosterone ii reagent lot number was 689384. The expiration date was not provided. The shbg reagent lot number was 664118. The expiration date was not provided. The insulin reagent lot number was 682509. The expiration date was not provided. H3 other text : na

Event description:
The initial reporter questioned low results for multiple patient samples tested for multiple assays on a cobas e 801 analytical unit. Discrepant results were provided for 2 patient samples tested for elecsys vitamin b12 ii (vitamin b12 ii), elecsys ft4 iii (ft4 iii), elecsys insulin (insulin), elecsys shbg (shbg) and elecsys testosterone ii (testosterone ii). Patient 1 (sample ID ): the initial vitamin b12 ii result was 104 pg/ml. The repeat result was 583 pg/ml. The initial ft4 iii result was 0.243 ng/dl. The repeat result was 0.997 ng/dl. Patient 2 (sample ID): the initial vitamin b12 ii result was 100 pg/ml with a data flag. The repeat result was 382 pg/ml. The initial ft4 iii result was 0.198 ng/dl. The repeat result was 1.21 ng/dl. The initial testosterone ii result was 15.0 ng/dl. The repeat result was 228 ng/dl. The initial shbg result was 2.23 nmol/l. The repeat result was 27.7 nmol/l. The initial insulin result was 0.609 uu/ml. The repeat result was 13.9 uu/ml. The repeat testing was performed on 05-jun-2023. No questionable results were reported outside of the laboratory.